Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry communication and normal output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Functional tests performed, and no anomalies were found. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage and device did not pass projected longevity. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable before, during, and after the procedure.